Event description:
Per the pt, the mesh had wadded up and the surgeon "removed it, cleaned it up, and put it back in. He is still experiencing pain and is looking for a new surgeon with whom to consult that might help with his pain.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.